Event description:
It has been reported that the batteries are draining too quickly.

Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2020-00870. Device not returned for investigation.